Event description:
The customer reported the device making a loud noise when turned on. There was no reported patient involvement.

Manufacturer narrative:
Conclusion / root cause: the reported complaint of vent inop 4021 exhalation valve stuck open occurrences was not duplicated. No fault was found on the returned exhalation valve. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device making a loud noise when turned on. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4).